Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated that the frozen display recurred. Customer reports the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Insert battery alarm did not appear on pump screen. Customer stated that they were not able to clear pump error alarm, power loss alarm and program pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The time clock advanced properly and no frozen display noted during testing. (B)(4).